Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device reached premature battery depletion. The device change out procedure was scheduled and the device remains in use for now. No patient complications have been reported as a result of this event.